Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the right tube length was 9cm distal to essure which was implanted in uterus"), pelvic pain ("pain / general pelvic pain"), genital haemorrhage ("heavy bleeding"), salpingitis ("left tube was inflamed around the device and contained discharge") and back pain ("back pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2010)), miscarriage, pregnancy, nonreassuring fetal heart rate pattern, hypertension, cesarean section (2006,2008,2010,), labour premature, uterine dilation and curettage in 2001, nonsmoker, vitamin d low and polymenorrhea. Previously administered products included for birth control: depo provera from (B)(6) 2010 to (B)(6) 2011, mirena iud from (B)(6) 2010 to (B)(6) 2010 and birth control pills; for an unreported indication: augmentin. Past adverse reactions to the above products included adverse drug reaction with mirena iud; and urticaria with augmentin. Concurrent conditions included body mass index normal, boil on thigh and alcohol use. Family history included thyroid disorder ((aunt, sister)), diabetes mellitus ((aunt, sister)), hypertension (father and mother), breast cancer (mother), diabetes (mother) and cardiomyopathy (mother). Concomitant products included alprazolam (xanax) from (B)(6) 2017, amoxicillin from (B)(6) 2014, azithromycin (zithromax z-pack) from (B)(6) 2017, cefalexin (keflex) from (B)(6) 2011, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017, hydromorphone hydrochloride (dilaudid) from (B)(6) 2017, ibuprofen from (B)(6) 2010 to (B)(6) 2016, iron (iron complex) until (B)(6) 2017, magnesium hydroxide (milk of magnesia) from (B)(6) 2017, ondansetron from (B)(6) 2016, promethazine (phenergan) from (B)(6) 2017 and vicodin (hydrocodone w/acetaminophen) from (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced nausea ("nausea / nausea during period"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("muscle spasms"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced carbuncle ("recurring carbuncles"), hidradenitis ("hidradenitis suppurativa") and rash ("rashes"). In 2012, the patient experienced back pain (seriousness criterion medically significant), arthralgia ("joint pain / hips pain / overall joint pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and neck pain ("neck pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), furuncle ("boils"), anaemia ("anemia"), migraine ("migraines"), headache ("headaches"), abdominal distension ("bloating"), abdominal pain lower ("lower left abdomen pain") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with ondansetron (zofran), vicodin (norco), antibiotics, hydrocodone, tramadol, surgery (microsurgical tubal anastomosis) and surgery (microsurgical tubal anastomosis). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, salpingitis, dysfunctional uterine bleeding, furuncle, anaemia, menorrhagia, headache, hidradenitis and investigation noncompliance outcome was unknown and the back pain, arthralgia, nausea, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, carbuncle, migraine, dyspareunia, fatigue, muscle spasms, abdominal distension, neck pain, abdominal pain lower and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, anaemia, arthralgia, back pain, carbuncle, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hidradenitis, investigation noncompliance, menorrhagia, migraine, muscle spasms, nausea, neck pain, pelvic pain, rash, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: pregnancy was reported after the essure removal on medical record. The patient was seen on (B)(6) 2017 due to bleeding in pregnancy. Ultrasound showed intrauterine pregnancy with cardiac activity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pregnancy test - on (B)(6) 2011: negative. On (B)(6) 2007,pregnancy ultrasound showed, there is a corpus luteal cyst on the right ovary measuring 2.8x1.8x2.0 cm. On (B)(6) 2016, ultrasound pelvis showed, the tube occlusion coils are seen and appear to be in good position. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion . Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received - case updated as incident. New events, "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, pain, muscle spasms, bloating, neck pain, rashes, did not undergo an essure confirmation test, the right tube length was 9cm distal to essure which was implanted in uterus" were added. New reporter were added. Historical and concomitant conditions and treatment and concomitant medication were added. Lab data was added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left tube was inflamed around the device and contained discharge'), device expulsion ('the right tube length was 9cm distal to essure which was implanted in uterus') and pelvic pain ('pain / general pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test plaintiff did not undergone essure confirmation test". The patient's medical history included uterine dilation and curettage in 2001, multigravida, parity 3 (((B)(6)2006, (B)(6)2008, (B)(6)2010)), miscarriage, gravida, nonreassuring fetal heart rate pattern, hypertension, cesarean section ((B)(6)2006,(B)(6)2008,(B)(6)2010,), labour premature, nonsmoker, vitamin d low and polymenorrhea. Previously administered products included for birth control: depo provera from (B)(6)2010 to (B)(6)2011, mirena iud from (B)(6)2010 to (B)(6)2010 and birth control pills; for an unreported indication: augmentin. Past adverse reactions to the above products included adverse drug reaction with mirena iud; and urticaria with augmentin. Concurrent conditions included body mass index normal, boil on thigh and alcohol use. Family history included thyroid disorder ((aunt, sister)), diabetes mellitus ((aunt, sister)), hypertension (father and mother), breast cancer (mother), diabetes (mother) and cardiomyopathy (mother). Concomitant products included alprazolam (xanax) from (B)(6)2017 to (B)(6)2017, amoxicillin from (B)(6)2014 to (B)(6) 2014, azithromycin (zithromax z-pack) from (B)(6)2017 to (B)(6)2017, cefalexin (keflex) from(B)(6) 2011 to (B)(6)2011, cyclobenzaprine from (B)(6)2016 to (B)(6)2017, docusate sodium (colace) from (B)(6)2017 to (B)(6)2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6)2016 to (B)(6)2016, hydromorphone hydrochloride (dilaudid) from (B)(6)2017 to (B)(6)2017, ibuprofen from (B)(6)2010 to(B)(6)2016, iron (iron complex) until (B)(6)2017, magnesium hydroxide (milk of magnesia) from (B)(6)2017 to (B)(6) 2017, ondansetron from (B)(6)2016 to (B)(6)2016 and promethazine from (B)(6)2017 to (B)(6) 2017. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("muscle spasms"). In (B)(6)2010, the patient experienced abdominal distension ("bloating"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2011, the patient experienced carbuncle ("recurring carbuncles"), hidradenitis ("hidradenitis suppurativa") and rash ("rashes"). In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2012, the patient experienced back pain ("back pain"), arthralgia ("joint pain / hips pain / overall joint pain") and neck pain ("neck pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/I bled constantly the entire time"), blood loss anaemia ("anemia"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), furuncle ("boils"), nausea ("nausea / nausea during period"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran), tramadol, cortisone cream, surgery (microsurgical tubal anastomosis), medication and pain medication. Essure was removed on (B)(6)2017. At the time of the report, the salpingitis, device expulsion, pelvic pain, genital haemorrhage, blood loss anaemia, dysfunctional uterine bleeding, furuncle, menorrhagia, headache, hidradenitis and investigation noncompliance outcome was unknown and the back pain, arthralgia, nausea, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, carbuncle, migraine, dyspareunia, fatigue, muscle spasms, abdominal distension, neck pain, abdominal pain lower and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, blood loss anaemia, carbuncle, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hidradenitis, investigation noncompliance, menorrhagia, migraine, muscle spasms, nausea, neck pain, pelvic pain, rash, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: pregnancy was reported after the essure removal on medical record. The patient was seen on 15dec2017 due to bleeding in pregnancy. Ultrasound showed intrauterine pregnancy with cardiac activity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pregnancy test - on (B)(6)2011: results: negative. On (B)(6)2007,pregnancy ultrasound showed, there is a corpus luteal cyst on the right ovary measuring 2.8x1.8x2.0 cm. On (B)(6)2016, ultrasound pelvis showed, the tube occlusion coils are seen and appear to be in good position. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received :- new event added device monitoring procedure not performed and onset date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left tube was inflamed around the device and contained discharge'), device expulsion ('the right tube length was 9cm distal to essure which was implanted in uterus') and pelvic pain ('pain / general pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included uterine dilation and curettage in 2001, multigravida, parity 3 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2010)), miscarriage, gravida, nonreassuring fetal heart rate pattern, hypertension, cesarean section (2006,2008,2010,), labour premature, nonsmoker, vitamin d low and polymenorrhea. Previously administered products included for birth control: depo provera from (B)(6) 2010 to (B)(6) 2011, mirena iud from (B)(6) 2010 to (B)(6) 2010 and birth control pills; for an unreported indication: augmentin. Past adverse reactions to the above products included adverse drug reaction with mirena iud; and urticaria with augmentin. Concurrent conditions included body mass index normal, boil on thigh and alcohol use. Family history included thyroid disorder ((aunt, sister)), diabetes mellitus ((aunt, sister)), hypertension (father and mother), breast cancer (mother), diabetes (mother) and cardiomyopathy (mother). Concomitant products included alprazolam (xanax) from (B)(6) 2017 to (B)(6) 2017, amoxicillin from (B)(6) 2014 to (B)(6) 2014, azithromycin (zithromax z-pack) from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex) from (B)(6) 2011 to (B)(6) 2011, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016 to (B)(6) 2016, hydromorphone hydrochloride (dilaudid) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2010 to (B)(6) 2016, iron (iron complex) until (B)(6) 2017, magnesium hydroxide (milk of magnesia) from (B)(6) 2017 to (B)(6) 2017, ondansetron from (B)(6) 2016 to (B)(6) 2016 and promethazine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("muscle spasms"). In (B)(6) 2010, the patient experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced carbuncle ("recurring carbuncles"), hidradenitis ("hidradenitis suppurativa") and rash ("rashes"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced back pain ("back pain"), arthralgia ("joint pain / hips pain / overall joint pain") and neck pain ("neck pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/I bled constantly the entire time"), iron deficiency anaemia ("anemia"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), furuncle ("boils"), nausea ("nausea / nausea during period"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain lower ("lower left abdomen pain"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran), tramadol, cortisone cream, surgery (microsurgical tubal anastomosis), medication and pain medication. Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, device expulsion, pelvic pain, genital haemorrhage, iron deficiency anaemia, back pain, dysfunctional uterine bleeding, furuncle, arthralgia, nausea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, carbuncle, migraine, headache, hidradenitis, dyspareunia, fatigue, muscle spasms, abdominal distension, neck pain, abdominal pain lower and rash had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, carbuncle, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hidradenitis, iron deficiency anaemia, menorrhagia, migraine, muscle spasms, nausea, neck pain, pelvic pain, rash, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: pregnancy was reported after the essure removal on medical record. The patient was seen on (B)(6) 2017 due to bleeding in pregnancy. Ultrasound showed intrauterine pregnancy with cardiac activity. Patient had an essure tubal reversal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pregnancy test - on (B)(6) 2011: results: negative. On (B)(6) 2007,pregnancy ultrasound showed, there is a corpus luteal cyst on the right ovary measuring 2.8x1.8x2.0 cm. On (B)(6) 2016, ultrasound pelvis showed, the tube occlusion coils are seen and appear to be in good position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality-safety evaluation of ptc. Event blood loss anemia updated to anemia due to chronic blood loss. Event investigation noncompliance updated to device monitoring procedure not performed. Duplicate event deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('left tube was inflamed around the device and contained discharge'), device expulsion ('the right tube length was 9cm distal to essure which was implanted in uterus') and pelvic pain ('pain / general pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test plaintiff did not undergone essure confirmation test". The patient's medical history included uterine dilation and curettage in 2001, multigravida, parity 3 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2010)), miscarriage, gravida, nonreassuring fetal heart rate pattern, hypertension, cesarean section (2006, 2008, 2010,), labour premature, nonsmoker, vitamin d low and polymenorrhea. Previously administered products included for birth control: depo provera from (B)(6) 2010 to (B)(6) 2011, mirena iud from (B)(6) 2010 to (B)(6) 2010 and birth control pills; for an unreported indication: augmentin. Past adverse reactions to the above products included adverse drug reaction with mirena iud; and urticaria with augmentin. Concurrent conditions included body mass index normal, boil on thigh and alcohol use. Family history included thyroid disorder ((aunt, sister)), diabetes mellitus ((aunt, sister)), hypertension (father and mother), breast cancer (mother), diabetes (mother) and cardiomyopathy (mother). Concomitant products included alprazolam (xanax) from (B)(6) 2017 to (B)(6) 2017, amoxicillin from (B)(6) 2014 to (B)(6) 2014, azithromycin (zithromax z-pack) from (B)(6) 2017 to (B)(6) 2017, cefalexin (keflex) from (B)(6) 2011 to (B)(6) 2011, cyclobenzaprine from (B)(6) 2016 to (B)(6) 2017, docusate sodium (colace) from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) from (B)(6) 2016 to (B)(6) 2016, hydromorphone hydrochloride (dilaudid) from (B)(6) 2017 to (B)(6) 2017, ibuprofen from (B)(6) 2010 to (B)(6) 2016, iron (iron complex) until (B)(6) 2017, magnesium hydroxide (milk of magnesia) from (B)(6) 2017 to (B)(6) 2017, ondansetron from (B)(6) 2016 to (B)(6) 2016 and promethazine from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and muscle spasms ("muscle spasms"). In (B)(6) 2010, the patient experienced abdominal distension ("bloating"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced carbuncle ("recurring carbuncles"), hidradenitis ("hidradenitis suppurativa") and rash ("rashes"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2012, the patient experienced back pain ("back pain"), arthralgia ("joint pain / hips pain / overall joint pain") and neck pain ("neck pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/I bled constantly the entire time"), blood loss anaemia ("anemia"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), furuncle ("boils"), nausea ("nausea / nausea during period"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("lower left abdomen pain") and investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with antibiotics, hydrocodone, hydrocodone bitartrate;paracetamol (norco), ondansetron (zofran), tramadol, cortisone cream, surgery (microsurgical tubal anastomosis), medication and pain medication. Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis, device expulsion, pelvic pain, genital haemorrhage, blood loss anaemia, back pain, dysfunctional uterine bleeding, furuncle, arthralgia, nausea, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, carbuncle, migraine, headache, hidradenitis, dyspareunia, fatigue, muscle spasms, abdominal distension, neck pain, abdominal pain lower, rash and investigation noncompliance had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, blood loss anaemia, carbuncle, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, genital haemorrhage, headache, hidradenitis, investigation noncompliance, menorrhagia, migraine, muscle spasms, nausea, neck pain, pelvic pain, rash, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: pregnancy was reported after the essure removal on medical record. The patient was seen on (B)(6) 2017 due to bleeding in pregnancy. Ultrasound showed intrauterine pregnancy with cardiac activity. Patient had an essure tubal reversal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pregnancy test - on (B)(6) 2011: results: negative. On (B)(6) 2007,pregnancy ultrasound showed, there is a corpus luteal cyst on the right ovary measuring 2.8x1.8x2.0 cm. On (B)(6) 2016, ultrasound pelvis showed, the tube occlusion coils are seen and appear to be in good position. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2020: outome of the events updated to resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.